Event description:
On (B)(4) 2013, intuitive surgical, inc. Received (B)(4) from the FDA. The event details are provided below: robotic needle holder noted to fray apart at tip of instrument. No pieces noted to come off, instrument removed from patient. No pieces noted in operative site. X-ray taken at end of procedure to verify.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci surgical procedure, the cable on the large needle driver instrument frayed, requiring the patient to undergo an x-ray to determine if any piece(s) from the instrument fell into the patient. Per the information provided, there were no fragments from the instrument observed falling into the patient. In addition, the x-ray did not reveal that the patient retained any fragments from the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.